Event description:
It was reported that a minimum fill notification occurred on pump about two months before it was reported, with no additional details provided by caller. There was no reported adverse impact to the customer¿s blood glucose level. Caller declined to provide further information and was advised to call back if issue returned, and no additional actions were documented.